Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of an optease vena cava filter. The indication for the implant was a history or left lower deep vein thrombosis (dvt) and as prophylaxis for upcoming bariatric surgery for obesity. An attempt was made to insert the device via the right femoral vein, but ultrasound revealed that the vein was six centimeters deep, so the approach was changed to the right internal jugular. Venogram of the inferior vena cava (ivc) revealed a normal caliber ivc and identification of the renal venous inflow. The device was then deployed in the intrarenal ivc. Follow up inferior venocavogram revealed accurate placement without complications. It was reported that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt, inferior vena cava (ivc) thrombus, and unable to remove filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information contained in the patient profile from (ppf) indicated that the patient had blood clots, clotting and ivc occlusion. The patient underwent the unsuccessful percutaneous filter removal procedure sixty-eight days post implantation due to the presence of clot at the base of the filter. During the attempted removal, it was noted that the thrombus extended out from the left common femoral to the base of the filter. The thrombus also partially filled the interior vena cava below the filter and extended into the left common iliac vein. Medical records noted that there was flow around the ivc filter. The patient also reports to be experiencing mental anguish and anxiety. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Clinical factors that may have influenced the events include patient, pharmacological and lesion characteristics. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films or post-placement imaging and with the limited information provided, the report of thrombosis, blood clots, clotting and occlusion of the inferior vena cava (ivc) filter could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt, ivc thrombus, and unable to remove filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombosis within the inferior vena cava does not represent a device malfunction. The implantation date of the filter and the attempted retrieval date is unknown at this time. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and ivc occlusion. The patient underwent the unsuccessful percutaneous filter removal procedure sixty-eight days post implantation. During the attempted removal, it was noted that the thrombus extended out from the left common femoral to the base of the filter. The thrombus also partially filled the interior vena cava below the filter and extended into the left common iliac vein. According to the medical records, there was flow around the ivc filter. The patient also reports to be experiencing mental anguish and anxiety. According to the medical records, the patient had a history of morbid obesity and left lower extremity deep vein thrombosis (dvt) and underwent the filter implantation procedure prior to bariatric surgery. The filter was successfully deployed in the infrarenal ivc without any reported complications. A review of the manufacturing documentation associated with this lot (17066355) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, failed retrieval attempt, ivc thrombus, and unable to remove filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.